Manufacturer narrative:
(B)(4). Age at time of event: 50-60 years old device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken 172mm distal from the base of the manifold. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the mid-shaft section found a midshaft kink at 85mm distal from the midshaft to hypotube bond. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 22-sep-2016. It was reported that shaft break occurred in a segment that cannot enter the patient's body. The target lesion was located in the left anterior descending artery. A 2.50x12mm promus premier¿ drug-eluting stent was advanced to the lesion. However, when the device was about to push back to the lesion, the shaft broke about 5cm from the hub while outside the patient's body. The device was pulled back and the procedure was completed using a different size promus premier stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed hypotube broke at a point that could potentially enter the patient.